Event description:
It was reported that during stage one of the deep brain stimulation (dbs) procedure, the patient experienced a left side brain bleed during insertion of the non-boston scientific electrode recording reading device. The patient experienced some speech disorders as a result the procedure was aborted per the physicians assessment. No additional adverse events were reported, the patient continues under the care of their physician however is expected to fully recover.